Manufacturer narrative:
Follow-up #2 date of submission 09/01/2015-device evaluation: the pump has been returned and evaluated by product analysis on 08/12/2015 with the following findings: no damaged to the keypad cover was noted during investigation. During testing, all the keypad buttons responded appropriately. The keypad cover was removed and no evidence of contamination was found under the key contacts. Unrelated to the complaint, a display lens leak was found and moisture was found on the printed circuit board.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that all keypad buttons were under-responsive. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
Follow-up #1: submitted (B)(6) 2015: correction to b5 to include information that was inadvertently omitted from the initial MDR.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that all keypad buttons were under-responsive and that there was moisture/corrosion behind the display. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.